Event description:
A doctor broke his proximal humerus while skiing in (B)(6) this (B)(6). During the operation they put 2 packages of chronos putty in his proximal humerus. The doctor reported that he saw, on x-ray, that the putty traveled down to his elbow and he sees little white crystals of chronos putty oozing out of his stitches. The doctor thinks that all the putty has been washed out of the fracture site. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.